Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. A 6.0x80mm absolute pro stent was advanced to the lesion and deployed without issue. However, it was noted that there was resistance with the anatomy when advancing. When the absolute pro delivery system was being retrieved, resistance was met with the 6fr sheath and the outer sheath of the absolute pro tore off (remaining within the sheath). The absolute pro and introducer sheath were then removed all together. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual analysis was performed. The difficulty advancing and removing were unable to be confirmed due to the condition of the returned device. The separated sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.